Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise, oversensing and pacing inhibition on the right atrial (ra) lead. There was no asystole. Hcp stated that the ra lead did not look right, and technical services (ts) also stated that there was ra lead issue. There were no patient symptoms reported. There was an increase in pacing impedance measurements, however they were within the range on this right ventricular (rv) lead. Technical services (ts) recommended to have patient seen in person for lead evaluation and have patient perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. The device and this rv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5153133.